Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite bronchovideoscope had a dark image, and separation. Inspection and testing of the returned device found that the image disappears when angulated in the up direction due to a cut on the charged-coupled device cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there were no issues with the image lighting. The device evaluation found that the image disappears when angulated in the up direction due to a cut on the charged-coupled device. Additional findings include the following: the adhesive on the bending section cover had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle / due to a dent on the bending tube, the connecting tube had a dent, and there was peeling on the connecting tube (less than 1mm squared). The following had a scratch: control unit, the grip, up / down plate, angulation lever, switch box, universal cord, insertion tube rotating ring, scope connector, and scope connector cover unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.